Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included replacement of the system's hard drives cd drive, and floppy disk. System was tested to factory's specifications.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.